Event description:
A customer reported receiving a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pump's pneumatic tap area and guided them through loading a new cartridge, though the customer declined to load a second cartridge. The situation was escalated for additional assistance. Instructions for proper loading were emailed to the customer, and they were advised to call back when ready for more troubleshooting.